Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose of 440 mg/dl at the time of the incident. The current blood glucose was 169 mg/dl. Customer treated for high blood glucose with syringes. The significant events leading to hospitalization was cramps. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the qr. He tested it and it seemed fine. Blood glucose was 225 mg/dl last night after he changed it. He took a bolus before he went to bed and checked basal and made sure it was fine. This morning blood glucose was around 476 or 480 mg/dl. Customer declined to continue troubleshoot. Customer advised to monitor and call back if issue persist. Customer declined troubleshooting of the high blood glucose. Customer stated he does not think the pump is causing his high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly or air bubble anomaly noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.